Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There had been one other similar events for the lot referenced however it is a second dose used in conjunction with and reported in this same event.

Event description:
Ych surgeon experienced fast setting of cement during mixing of cement with obvious heat release. They put 2 pack of cement in cement bowl. Customer wants to know the precaution to prevent and confirmed other item from the same lot didn¿t have adverse event like this. Update: what were the storage conditions (humidity/ temperature) of the product 12-24 hours prior to introduction into the or environment? Normal storage condition as other cement. What were the storage conditions (humidity/ temperature) during storage and is the humidity/ temperature regulated in this environment? All are normal in warehouse. Was the product stored in the refrigerator prior to use? No, just room with temperature control, but other cement at the same condition are normal. How was the utensils/ bowl missing system stored prior to the surgery? Same as cement. What temperature was the utensil/ bowl mixing system stored at prior to use? About 20 degree. What was the or temperature? About 20 degree. What was the exact setting time recorded? Around 2 minutes during mixing. How was the setting time recorded? Around 2 minutes.

Event description:
Ych surgeon experienced fast setting of cement during mixing of cement with obvious heat release. They put 2 pack of cement in cement bowl. Customer wants to know the precaution to prevent and confirmed other item from the same lot didn¿t have adverse event like this. Update: what were the storage conditions (humidity/ temperature) of the product 12-24 hours prior to introduction into the or environment? Normal storage condition as other cement what were the storage conditions (humidity/ temperature) during storage and is the humidity/ temperature regulated in this environment? All are normal in warehouse was the product stored in the refrigerator prior to use? No, just room with temperature control, but other cement at the same condition are normal. How was the utensils/ bowl mising system stored prior to the surgery? Same as cement what temperature was the utensil/ bowl mixing system stored at prior to use? About 20 degree what was the or temperature? About 20 degree what was the exact setting time recorded? Around 2 minutes during mixing how was the setting time recorded? Around 2 minutes.

Manufacturer narrative:
An event regarding setting time involving a simplex cement mix was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection was performed on three of the retain samples of the reported lot while mixing the cement product. No unusual characteristics were observed during the mixing. It was also stated that the cement was seen to have a homogeneous appearance. Functional testing was performed on three of the retain samples of the reported lot to verify the doughing time, working time and setting time of the product. The attached laboratory report show that the samples met the required specification for the test. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported to the surgeon experienced fast setting of cement during mixing of two doses of cement with obvious heat release. The investigation concluded that the reported setting time issue cannot be duplicated. The mixing properties of the retained samples of the reported lot code were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the IFU. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.